Manufacturer narrative:
The device is distributed outside the us and no gudid information exists.

Event description:
It was reported that the sample k551219008364, from "kuwait central blood bank", was tested using a molecular genotyping method (inno-train), yielding a positive result (joa+). This contrasts with the molecular typing conducted on (B)(6) 2025, which produced a negative result (joa-) when analyzed with ID core xt analysis software v3.0.2.